Event description:
It was reported the image of the subject device was abnormal, and the color was occasionally greenish. The event was identified during preparation for a therapeutic endoscopy examination, which was completed successfully using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h7, h9 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: this event is caused by a component failure of photoelectric system in the insertion part. In addition, the following reportable malfunctions were identified during the device evaluation: occasional e216 error happened. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.